Event description:
It was reported that this right atrial lead exhibited loss of capture. Further evaluation of the system was discussed. A lead revision was performed and it was determined that this lead experienced dislodgement. The lead was attempted to be repositioned, however, the physician was unable to, it was decided to explant and replace the lead. The lead was kept by the patient therefore, will not be returned for analysis. No further adverse patient effects were reported.